Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified vessel in the left lower extremity. A 6.0 mm x 100 mm x 135 cm sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed and another 5.0 x 40,135 cm charger balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.